Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion at the filter area. No adverse effects to patient reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Device evaluation: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two hundred and seventeen samples were received for evaluation. Visual and functional testing were performed. The samples were received in new condition and with their original unopened packaging. No visual discrepancies were observed. A leak test was performed. No leaks or other discrepancies were observed. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be determined as the reported issue was unable to be confirmed. Actions were taken to mitigate the reported issue: no corrective actions are require because the reported issue could not be confirmed.

Event description:
..